Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of device expulsion ("could not locate one of the coils/ saw one device only in CT scan 2017") and abdominal pain ("pain / went to ed with abdominal pain") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Reporter denied ectopics, c-section, spontaneous abortions, voluntary pregnancy termination and previous gynaecological intervention. Patient was not breast-feeding at time of insertion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant) and pelvic pain ("acute pelvic pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion, abdominal pain and pelvic pain outcome was unknown. The reporter provided no causality assessment for device expulsion and pelvic pain with essure. The reporter considered abdominal pain to be related to essure. The reporter commented: physician completed a hysterectomy on essure patient and could not locate one of the coils. Physician denied any organ or intra-abdominal structure perforated. Essure was not seen on CT was removed with hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Computerised tomogram - in 2017: only one device was seen. Hysterosalpingogram - on (B)(6) 2015: tubal occlusion, correct position of devices ultrasound scan - on an unknown date: no device on one side was found second confirmation test performed, no result was provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 04-oct-2017: event acute pelvic pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-mar-2017: quality-safety evaluation of ptc. Company casuality comment: this medically confirmed spontaneous case report refers to a female patient who had essure inserted and experienced device dislocation ("could not locate one of the coils"). Device dislocation is an anticipated event according to reference safety information for essure. During essure micro-insert therapy, a device dislocation may occur. In this particular case, patient experienced pain, a scan was performed and one device was not found. Hysterectomy was performed to remove essure but physician could not locate one coil. The exact time point and mechanism of device dislocation are not known, however, considering its nature, it was considered related to essure. This case was regarded as incident because surgical intervention was required due to serious injury. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. Further information (perforation questionnaire) is expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("could not locate one of the coils") in a female patient who received essure for female sterilization. On an unknown date, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: physician completed a hysterectomy on essure patient and could not locate one of the coils. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was normal and concluded. On an unknown date: ultrasound scan result was no device on one side was found. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-mar-2017: quality-safety evaluation of ptc. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure inserted and experienced device dislocation ("could not locate one of the coils"). Device dislocation is an anticipated event according to reference safety information for essure. During essure micro-insert therapy, a device dislocation may occur. In this particular case, patient experienced pain, a scan was performed and one device was not found. Hysterectomy was performed to remove essure but physician could not locate one coil. The exact time point and mechanism of device dislocation are not known, however, considering its nature, it was considered related to essure. This case was regarded as incident because surgical intervention was required due to serious injury. A product technical analysis has been sought. Further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of device expulsion ("could not locate one of the coils/saw one device only in CT scan (B)(6) 2017") and abdominal pain ("pain / went to ed with abdominal pain") in a (B)(6) female patient who had essure inserted for female sterilization. The patient's past medical history included multigravida and parity 3. Reporter denied ectopics, c-section, spontaneous abortions, voluntary pregnancy termination and previous gynaecological intervention. Patient was not breast-feeding at time of insertion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). At the time of the report, the device expulsion and abdominal pain outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain to be related to essure. The reporter commented: physician completed a hysterectomy on essure patient and could not locate one of the coils. Physician denied any organ or intra-abdominal structure perforated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Computerised tomogram - in (B)(6) 2017: only one device was seen. Hysterosalpingogram - on (B)(6) 2015: tubal occlusion, correct position of devices ultrasound scan - on an unknown date: no device on one side was found second confirmation test performed, no result was provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: uterine/tubal perforation with essure questionnaire received: previously reported events "could not locate one of the coils" and "pain" were updated to "could not locate one of the coils/saw one device only in CT scan (B)(6) 2017" and "pain /went to ed with abdominal pain"; patient's initials, gravida/parity details, essure insertion and hysterosalpingogram dates were added. Company causality comment this spontaneous case report received from a physician refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported that he could not locate one of the coils/saw one device only in CT scan (B)(6) 2017 (previously reported as could not locate one of the coils), now seen as device expulsion since essure is radiopaque and could not be seen in the CT. The patient has undergone surgery (hysterectomy). During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this case, since the device was not seen on CT scan, it was considered as an expulsion. This case was regarded as incident because surgical intervention was required. An additional non-serious event was reported (abdominal pain). The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. Further information is awaited.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("could not locate one of the coils") in a female patient who received essure for female sterilization. On an unknown date, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: physician completed a hysterectomy on essure patient and could not locate one of the coils. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was normal and concluded. On an unknown date: ultrasound scan result was no device on one side was found. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-apr-2017: no new information could be obtained (undeliverable questionnaire) company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure inserted and experienced device dislocation ("could not locate one of the coils"). Device dislocation is an anticipated event according to reference safety information for essure. During essure micro-insert therapy, a device dislocation may occur. In this particular case, patient experienced pain, a scan was performed and one device was not found. Hysterectomy was performed to remove essure but physician could not locate one coil. The exact time point and mechanism of device dislocation are not known, however, considering its nature, it was considered related to essure. This case was regarded as incident because surgical intervention was required due to serious injury. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. No further information is expected.